Event description:
It was reported that (1) hp052 was used during a tonsillectomy procedure. It was reported by the rep that the luke handpiece was used extensively with dh105 blade for tonsils. There was an increase in constant tones being produced by handpiece until it no longer gave a tone at all. As soon as the dh105 was connected rec'd a constant tone. The hosp had all connections etc, correct. It is unknown how the case was completed. There was no consequence to pt.